Event description:
During a mis maze procedure, the right side ablations were complete with no issue and the surgeon was preparing the pt for the left sided lesions. The patient's blood pressure dropped rapidly, and was converted to open chest case and a left ventricular assist device was implanted. The pt had a stroke and expired. It was revealed that the pt had thrombosis in the left main coronary artery.

Manufacturer narrative:
At this time, the actual lot numbers of the devices involved are unk. Purchase records were evaluated to determine the most recent purchase of these handpieces. The most recently purchased max1 lot number was 17232 - expiration date 10/01/2011, mfg date: 10/2008. The most recently purchased lot number was 16669- expiration date 08/01/2011, manufacture date 08/2008. The most recently purchased emr2 lot number was 14281.- expiration date 12/01/2010, manufacture date 12/2007. The most recently purchased eml2 lot number was 14007- expiration date 11/01/2010. Manufacture date 11/2007. Evaluation summary- the devices involved in the event were not returned for evaluation. A retained sample of each device from a similar lot was evaluated. The samples were evaluated for functionality. There were no issues noted for the functionality of the devices. Also, the